Manufacturer narrative:
H10: (h3) the intraoperative coracoid fracture reported was likely the result of positioning the coracoid fixation pins during surgery. The contributions of patient bone quality, pin positioning, or inadvertent contact to the pinned coracoid block during surgery cannot be confirmed as the devices were not returned for evaluation and no additional information or radiographs were provided.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported the base of the patient¿s coracoid bone was fractured. Most likely from the screws used to attached the ¿g¿ tracker onto the coracoid. This was discovered prior to drilling the compression screws into the reverse baseplate. There was no surgical delay. Patient was last known to be in stable condition following the event.